Manufacturer narrative:
Investigation: no images of the container or the site of the penetration were provided to assist in the investigation. Review of the operator line records did not highlight any concerns. The retention samples were retrieved and measured for wall thickness by magna-mike. The scanning method was used to identify the thinnest part of the container. The results obtained show the minimum wall thickness of the container measured was: cavity #1: 1.397mm, and cavity #2: 1.440mm. Both the above measurements are well above the minimum specification of 1.2mm to facilitate a minimum 12nm penetration force. It is most probable that force in excess of this was used to penetrate the container wall when dispensing the needle/syringe that has led to the nsi. It is important to note that the containers are puncture resistant and not puncture proof.

Event description:
It was reported that a sharps coll 17l yellow was involved in a needle stick injury. The report is as follows, "collector was not overfilled but was ready to change. Nurse sealed collector, removed from the trolley using the appropriate method, using the handles. As she was leaving the room, the protruding needle penetrated her leg resulting in a needle stick injury. Blood tests as per hospital policy followed."

Manufacturer narrative:
Device expiration date: n/a. The manufacturing location for this product is vip packaging. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a sharps coll 17l yellow was involved in a needle stick injury. The report is as follows, "collector was not overfilled but was ready to change. Nurse sealed collector, removed from the trolley using the appropriate method, using the handles. As she was leaving the room, the protruding needle penetrated her leg resulting in a needle stick injury. Blood tests as per hospital policy followed."